Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during patient use at their home. The device was filled with a solution of 72ml of 5-fu and 20 ml of saline (total fill volume was 65ml). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has not yet been received by baxter for evaluation. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)